Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that the patient was found "laying across my chair convulsing" and had been hospitalized ever since. It was noted that due to being in the hospital the patient's pump has ran empty and the alarm was disturbing their sleep.